Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during reprocessing of a flex deflectable videoscope, the device exhibited a damaged tip and a blurry image. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
Updated: d9, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reported blurry image issue confirmed. Based on the results of the investigation, the definitive root cause of issue could not be determined, however, the issue was likely the result a component failure due to a damage/faulty charged-coupled device unit, due to repetitive use stress, and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer. The reported blurry image was confirmed and was found to likely be the result of a faulty electronic component.